Manufacturer narrative:
One 12tlw805f35. The reported event of "would not fully deflate" was unable to be confirmed. As received, the balloon was deflated. The balloon was inflated with 1.7ml air and the balloon inflated concentric and did not leak. The balloon was inflated with 0.9 cc of water and the balloon inflated concentric and did not leak. Balloon deflated completely after 14 seconds by pulling back on syringe plunger. Balloon deflation time with water was within specification. The balloon latex and windings appeared to in good condition. Through lumen was patent without any leakage or occlusion. No visible damage was observed from the catheter. Visual examination performed with 10 to 45x microscope. A review of the manufacturing records indicated that the product met specifications upon release. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. Although no fault was found, an investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in an (B)(6) year-old male patient, the fogarty catheter would not fully deflate following passing in the patient's vessels. A separate device had to be used to complete the procedure. The physician was able to pull it back through an 8fr sheath and the balloon was not believed to have ruptured at that point. There patient tolerated the additional procedure well.